Manufacturer narrative:
Model number/ catalog number: sc-8336-50, serial number:(B)(4), batch/ lot number: 21215467, model/ catalog description: coveredge 32 surgical lead kit 50 cm.

Event description:
A report was received that the patient was experiencing increasing pain at the ipg site. It was noted that the stimulation was also causing pain at the lead site. The patient was given injections at the ipg pocket site and received some benefit, however, pain returned to baseline.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg explant procedure and was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing increasing pain at the ipg site. It was noted that the stimulation was also causing pain at the lead site. The patient was given injections at the ipg pocket site and received some benefit, however, pain returned to baseline.